Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue. There was no adverse impact on the customer¿s blood glucose level. The customer was advised to use multiple daily injections as a backup therapy while waiting for a replacement pump, which was arranged by technical support. They confirmed the shipping details and provided the necessary instructions for returning the malfunctioning pump. Additionally, training for the replacement unit would be accessible through the customer's tandem source account.